Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose level was 143 mg/dl. Customer reported that the drive support cap appears to be normal. Customer was able to successfully clear the alarm. Customer reported that the insulin pump not exposed to high magnetic field. Customer was able to complete insulin pump rewind, performed displacement test and test was passed. Customer reported that the motor error alarm recurred. The insulin pump will be returned for analysis.